Manufacturer narrative:
(B)(4).

Event description:
It was reported that left ventricular (lv) lead pacing inhibition was occurring, as it was oversensing the atrial signal. Lv sensing was turned off and the lead started to pace. Technical services suggested an x-ray to check the lead position. Additional information was reported indicating that the lead had dislodged. The lead was attempted to be removed, but was too difficult. Thus, the lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.